Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette onto the floor. Patient was in dwell five of treatment. Fluid was found on the floor. No fluid was found inside or on the cycler. Patient has no ill effects. As of this writing, sample has not been returned to the manufacturer.